Event description:
Stryker's lifepak 35 is having numerous issues effecting patient care. Electrocardiogram is frequently not able to be obtained on multiple different patients with multiple different lifepak 35's. Non-invasive blood pressures with the machine are also not working on numerous devices. This is affecting patients because ems agencies are unable to reliably use/obtain ECG's from the lifepak 35 to identify arrhythmias or ectopics. This effects treatment of patients due to being unable to see if a patient is having a myocardial infarction or treatable arrhythmias in the prehospital setting. This is a widespread issue across multiple ems agencies and multiple different devices.